Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that the device needed to change filters every 2 weeks due to black particles being found in them. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : analysis by third-party.